Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving baclofen (2000 mcg/ml, 1179 mcg/day) via an implantable pump for an unknown indication of use. It was reported that the patients pump was eroding through the skin. Environmental/external/patient factors that may have led or contributed to the issue was low body mass. Surgical intervention is planned and the patient is scheduled to have the pump replaced and relocated on (B)(6) 2021. The issue was not resolved at the time of this report. The patient's history was asked but not available. The patient was alive with injury, pump was eroding through skin at the time of this report. (B)(6) 2021 e1 (hcp, rep) additional information was received from a healthcare provider (hcp) via a company representative (rep) indicating the surgery went as planned. A new pump was placed in the left abdomen. The eroded pump was removed and the pump pocket was closed. The explanted pump was discarded as per hospital policy. There had been no reported issues with the pump functioning. This information was confirmed with the physician.